Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the control body fluid damage, the segment corroded, the forward body frame corroded, the bending rubber leak, the segment hard to move, and the cfb (coherent fiber bundle) smudge on fiber image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.